Event description:
Baxter (B)(4) received a report that an infusor leaked into the housing either during or after patient use as fluid in the housing was observed by a nurse after therapy had been completed. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 50 ml of clear fluid in the bottle. The reported condition of a leak was not confirmed. An ir scan was conducted on the clear fluid in the bottle and revealed the clear fluid was water. A leak test was also performed by filling the sample with colored water then monitored for 24 hours. After 24 hours, no leak was observed in the bottle or other parts of the sample. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.